Manufacturer narrative:
The customer called into technical support (ts) reporting that the device has a defective nav-ring. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse advised customer there is still an active recall for v60 nav-ring failures. The fse replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards. The part was received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Event description:
It was reported that the ventilator's navigation ring is defective. There was no patient involvement.